Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had no capture. The lv lead was removed and the lv port was plugged. No patient complications were reported as a result of this event.